Event description:
A hydrothermablation procerva procedure set was used during a hydrothermablation (hta) procedure. According to the complainant, "the inflow valve broke when they pushed against the bivalve speculum." Follow up information received on (B)(6), 2009 revealed that the inflow valve broke against speculum and there were no alarms or error codes. Although an attempt was going to be made to complete the procedure with another of the same device, the case was aborted as a result of concerns regarding physical anomalies with the patient's anatomy. There were no patient complications reported with this event.

Manufacturer narrative:
The complainant indicated that the device has been disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any relevant information is received, a supplemental medwatch will be filed. (B)(4).